Event description:
The issue: incorrect location of pacemaker markers on ECG waveforms manufacturer: nihon kohden equipment involved: cns-6801 central nurses station, version 02-05, serial # (B)(6); cns-2101 central nurses station, version 02-04, serial # (B)(6); cu-158r, g5 max patient monitor; zm-531pa telemetry transmitter; org-9110a multiple patient receiver details: equipment was installed in our new building june 2025. Patient go-live (B)(6) 2025. On (B)(6) 2025 it was discovered by pacemaker representatives that the pacemaker markers on the patient monitor ECG waveforms were in the wrong place. A representative from nihon kohden was on site, observed the issue and reported it to technical services for investigation. The service ticket # is (B)(4). This issue happens when using the hi-q view feature on the g5 patient monitor or the central nurses station. This feature allows the telemetry transmitter to "pair" with the g5 patient monitor so both devices can be used at the same time. When the hi-q view feature is off the pacemaker marker displays in the proper place on the ECG waveform staff has been advised to not use the hi-q view feature. Patient code: 4582. Device code: 2616, 3283. Reference report# mw5175060, mw5175061, mw5175062, mw5175063.